Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the rep that the surgeon was using the sw100. On his first firing, a piece of plastic broke off the sw112 reload and fell into the pt. The surgeon was able to retrieve the piece of plastic. The reload was a 2-0 ethibond excel on a canoe needle. The surgeon used the same sw100 with 7 more reloads successfully to complete the case. There was an extended or time of 10 minutes.